Event description:
Customer reports after stating injection the tubing would blow off of the syringe. Rate of 10ml/s and volume of 40ml. User changed tubing again with same result. The extension tubing used is the liebel flarsheim part number 601279.

Manufacturer narrative:
Manufacturing reports: root cause: none found, failure could not be duplicated. Conclusions: the immediate action was to pressure test the syringe p/n 900101 first and then with the tubing attached to the syringe tip p/n 601279. Results from both pressure tests on both devices passed with no incident. No tubing blow-off was observed nor any type of malfunction was experienced with the syringe. Corrective actions: one applicable.